Event description:
It was reported that the atrial lead exhibited noise causing inappropriate auto mode switch episodes. Myopotentials and pocket manipulation did not reproduce the noise. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.